Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. Photo provided shows an iol (intraocular lens) implantation. The plunger appears to be fully advanced and appears to be advanced over the iol. Part of the optic and one haptic appear to be in the eye. The other haptic appears to be folded onto the optic and partially adhered to the plunger. There appears to be some deformation to the optic edge outside the eye. We are unable to determine the root cause for the reported complaint plunger did not engage optic & pushed side of optic into eye, damage to lens at periphery". The product was not returned for analysis. Plunger override was observed on the returned photo. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. If ovd has not been allowed to come to operating room temperature over a 20-minute timeframe prior to use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery, causing potential unsuccessful delivery outcomes. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon stated that the plunger did not engage the optic and pushed the side of the optic into the patient's eye. This led to slight damage to the lens at the periphery. The lens left implanted in the patient's eye. The procedure was completed on the same day. Additional information was requested but is not available at the time of this report.